Manufacturer narrative:
Please refer to h6 results & conclusion codes. The reported event could be confirmed with the help of x-rays provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The optech states that: ¿contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. Note: in dense bone, puncturing the cortex with the ø1.4 x 150mm drill bit to initiate the wire may reduce heat build-up and/or deflection of the wire.¿ formal medical opinion was sought from an experienced independent medical expert as below; ¿the choice of treatment is okay with this kind of injury. Whether this was processed correctly cannot be said with the given information. The x-rays confirm the event of screw breakage. Potentially hard bone is a factor, possibly a conflict with the k-wire is also part of the problem. The screw cuts partially into these and may damage or be damaged. Probably some conflict with the k-wire together with a contact to the very hard bone may have led to this outcome.¿ based on investigation, the root cause was attributed primarily to a user related issue along with secondary patient factor i.e. Hard bone. The optech states ¿ contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant.¿ the medical opinion also states ¿the failure was caused due to some conflict with the k-wire together with a contact to the very hard bone¿. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "11 year-old patient with medial epicondyle fracture. Surgeon utilizing an asnis ss 4.0 cannulated screw. The surgeon put the screw into the patient and upon x-ray, noted that the threads of the asnis cannulated screw stripped off the screw. The surgeon immediately removed the screw and implanted another one (ref # 604650, asnis ti 4.0x50mm pt screw)."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "(B)(6) patient with medial epicondyle fracture. Surgeon utilizing an asnis ss 4.0 cannulated screw. The surgeon put the screw into the patient and upon x-ray, noted that the threads of the asnis cannulated screw stripped off the screw. The surgeon immediately removed the screw and implanted another one (ref # 604650, asnis ti 4.0x50mm pt screw)."